Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed and another 3mm x 40mm x 146cm coyote es balloon catheter was advanced but during the first inflation,the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. No patient complications reported and the patient's status was good.